Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed the ECG fall off test. Upon evaluation, the heat shrink tubing had separated from the joint connecting the rear pulse wires, causing a short inside the distribution node. The cause of the failure was a short between the rear pulse wires inside the distribution node. The cause for the short was the heat shrink separated from the joint connecting the wires. The cause for the separated heat shrink was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ecgs were non-functional.